Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had been shaking. The caller found the patient programmer (pp) and replaced its batteries. The caller was assisted using the recharger and reviewed information on the screen. The caller was also assisted checking the implant with the pp. The caller was able to turn the device on and the shaking seemed to lessen. She stated she did not know how or when the therapy turned off. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient stating that the cause of the device turning off was due to not charging properly and timely, on a daily basis. The issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the patient was shaking more today. The caller used the patient programmer and noticed the therapy was off. It was reviewed how to turn the device back on.